Event description:
During a cataract extraction procedure the hospital reported a corneal burn occurred in the patient's operative eye. The surgeon had noticed the corneal burn at the end of phacoemulsification. The wound required an unplanned 10-0 suture to close the incision. Through follow-up the wound had healed and no complications are expected. The patient outcome is expected to be satisfactory.

Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss tested a handpiece from the account. The handpiece tested successfully passed. The fss performed a preventative maintenance and field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
In initial report, it was reported that the patient outcome is expected to be satisfactory, however, recently, the surgery center has indicated the patient is seeing poorly and is suffering from astigmatism. Visual acuity is unknown (B)(4). In initial report, the concomitant product of a handpiece serial number was provided, however, the amo sales rep believes the serial no. Provided was incorrect as it could have been serial no. (B)(4), therefore serial no is unknown. All pertinent information available to abbott medical optics has been submitted.